Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted: the trocar balloon appeared to be intact. The obturator, dissector balloon, insufflation bulb and inflation syringe were not received. Pmv performed functional testing which included inflating the trocar balloon; no leaks were detected. The locking collar and valve functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter:per additional information received :current patient status is alive, no injury as the balloon came unwrapped while trying to insert into patient

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap inguinal hernia repair, the sheath that wraps the structural balloon came apart while trying to insert into the patient. A new device was used to resolve the issue. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.